Event description:
A user facility reported to olympus that during use of the hf unit "esg-400", when it was cutting, it was dragging and tearing the patient. A second esg-400 was brought in to finish the procedure. The patient outcome is unknown. Additional information has been requested multiple times, but none has been received; if received a supplemental report will be sent.